Event description:
The customer reported that the collimator closed down rendering the system inoperable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was replaced and the system software was reloaded. The system was then found to be operating as intended.